Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. It was also received with cracked case at display window corners, reservoir tube cracked battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 265 mg/dl. During troubleshooting, the customer stated that the insulin pump had two small cracks at the display corners. The device was returned for analysis.